Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor was broken in half and the condenser was assembled improperly. The flow sensor was replaced and the condenser was assembled properly. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was leaking. There was no report of patient involvement.